Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06155. It was reported that the patient presented in clinic. Review of the transmissions revealed that the pacemaker had multiple episodes of automatic mode switch due to noise on the right atrial lead, and multiple episodes of noise reversion on both the right atrial and ventricular leads. The patient was in stable condition and will continue to be monitored.